Event description:
It was reported that when using the bd pyxis¿ es server, the users were unable to login to all station and patient data was not crossing over. The customer stated that they tried to reboot but the issue was not resolved. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the previous managed service provider made permission changes to the account that was being used for synchronization with active directory. A technical support specialist (tss) performed a connection test using an alternate trusted domain, which completed successfully; however, the domain did not contain the required pyxis user group, resulting in temporary removal of all domain user accounts from es. Once connectivity to the correct domain 01 was restored, user accounts automatically repopulated, and users were able to log in successfully. The system functioned as intended after technical support specialist troubleshot the device.